Manufacturer narrative:
(B)(4). The nurse confirmed the following. On (B)(6) 2011, the patient called the clinic to report that she experienced "not feeling well". The nurse reported "at that time" the patient's symptoms were not an indication of peritonitis. On (B)(6) 2011, the patient went to the hospital for "not feeling well", and was admitted to the hospital with a diagnosis of peritonitis. The nurse reported that the patient was recovering from the events of "not feeling well". The nurse reported the event of "not feeling well" was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number gd879908 with no defects noted. The cause of the peritonitis was determined to be use error- poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 4 of 4 involved in this peritonitis event.

Event description:
This is a spontaneous report by a consumer with supplemental information by a nurse from the USA of did not wear mask/did not clean the exchange area before starting pd and peritonitis with culture positive for staphylococcus in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex and extraneal viaflex (doses, frequencies, and lot numbers not reported) intraperitoneally for peritoneal dialysis (pd). During a call with baxter customer service, the consumer and nurse reported the following. On an unreported date in 2011, the patient did not wear a mask and did not clean the exchange area before starting pd. Further details and outcome were not reported. Per the consumer, she experienced peritonitis on (B)(6) 2011 but the nurse stated the peritonitis was diagnosed on (B)(6) 2011. On (B)(6) 2011, the patient was hospitalized for the peritonitis. Treatment during the hospitalization was not reported. On (B)(6) 2011, the patient was discharged from the hospital and was recovering from the peritonitis. Dianeal and extraneal therapies were ongoing. Concomitant medications were not reported. The nurse stated the peritonitis was unrelated to dianeal and extraneal therapies and was due to the fact that the patient did not wear mask/did not clean the exchange area before starting pd. The nurse did not provide an opinion of causality for the event of did not wear mask/did not clean the exchange area before starting pd.